Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure migrated to her uterus') in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure via hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure migrated to her uterus') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure via hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure migrated to her uterus') in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). The patient was treated with surgery (removal of essure via hysterectomy). Essure (ess205) was removed on (B)(6) 2021. On (B)(6) 2021, the device expulsion had resolved. The reporter considered device expulsion to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-jul-2021: due to internal review this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2021-02225) which will be deleted in bayer safety database after all information was transferred to this duplicate record # which will be retained. New: start date of essure and of event were added, stop date of event. An x-ray was done on unknown date. Hospitalization was added as serious criterion. Contact denied. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.